Event description:
Additional information provided: an incision enlargement was needed, on the initial intraocular lens that was implanted, as the surgeon needed to cut the lens with micro scissors and take the lens out to replace it. The patient outcome was that the surgeon managed to insert another lens even though the haptic was crushed, the lens stayed in place and the surgeon had to suture the wound.

Event description:
The account reported that they used an intraocular lens (iol) ar40e which did not open, and when it did the lens was scratched due to the fold. The lens was removed from the eye and the account inserted a second lens in which the leading haptic was also folded. The account eventually managed to place the lens properly; however, the whole process took one hour. This medical device report pertains to the second lens used. A separate medical device report has been generated for the first lens that was inserted and removed from the patient's eye.

Manufacturer narrative:
Pt age at time of event or date of birth: unknown. Pt gender/sex(s): unknown. Initial reporter: phone number: (B)(6). Catalog number, serial number, and expiration date: unknown. Date of explant: not applicable as the lens remains implanted at the time of this report. \date of manufacture: unknown as the serial number of the lens was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): additional information provided: an incision enlargement was needed, on the initial intraocular lens that was implanted, as the surgeon needed to cut the lens with micro scissors and take the lens out to replace it. The patient outcome was that the surgeon managed to insert another lens even though the haptic was crushed, the lens stayed in place and the surgeon had to suture the wound. (B)(6). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted at the time of this report. All pertinent information available to abbott medical optics has been submitted.